Manufacturer narrative:
Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The reporter stated that the patient has antiphospholipid antibody (apa) syndrome. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 1:56 p.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. At 1:59 p.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. At 4:00 p.m., a sample from the patient was tested in the laboratory using the stago neoplastine method, resulting with a value of 4.5 inr. The laboratory value was believed to be accurate and the patient's warfarin dose was held for one day based on this result. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient has a couple of new bruises. No medical treatment was received for these bruises. The reporters product was requested for investigation and replacement product was sent to the reporter.